Manufacturer narrative:
The device was returned to olympus for inspection in addition, the following reportable malfunctions were identified during the device evaluation: scope connector is dirty due to water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, however, it is thought to be caused by damage to the image sensor unit (such as a broken wire) due to usage stress, external factors, or handling, or by an abnormal electrical contact condition (failure) in the scope connector's electrical contact points. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited no image during during set up / inspection for use (during set up in room / before patient in room. There were no report of patient involvement.